Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called with a blood glucose reading of 438 mg/dl. The customer had already treated with a bolus. The customer then mentioned that he had been hospitalized for blood glucose levels over 1000 mg/dl several months ago. Nothing further was reported.